Manufacturer narrative:
The reported events loss of sensing, high pacing lead impedance, and low r-wave sensing were confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil severely over-torqued and some filars of the inner coil broken/separated due to the inner coil being severely over-torqued at the connector region. Electrical testing did not find any conductor fractures. The shorting between conductors was found due to inner coil being severely over-torqued at the connector region. All damage noted on the returned lead was consistent with occurring at the time of procedural.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2022. During the procedure, the right ventricular lead exhibited loss of sensing and high pacing impedance. After repositioning, the lead also exhibited low r-wave sensing. The lead was removed and replaced during the same procedure. The patient was stable.